Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with wrinkles in the flap, glare and halo's in the left eye, at the one day postoperative visit. The flap was smoothed without lifting. Additional info was requested. Another report was filed for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).